Event description:
Customer reported receiving a glucose result of 290 mg/dl on their freestyle freedom blood glucose monitor. Customer then reported taking an unspecified pill, and then approximately three hours later received and additional glucose result of 34 mg/dl and reported to have felt dizzy, light headed, blurred vision, and then reported to lost consciousness. The customers co-worker called 911 and administered a glucose pill. Customer regained consciousness after approximately 20-30 minutes. When paramedics arrived customers glucose levels had stabilized, no treatment was administered.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.